Manufacturer narrative:
Medical devices cont: 694765 lead, implanted (B)(6) 2007.

Event description:
It was reported that the right atrial (ra) lead was noted with occasional far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.